Event description:
It was reported that the ilet user ate lunch without announcing a meal, after which the user was counseled to announce meals according to carbohydrate amount. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal annoucement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.